Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under her breasts. The patient described the irritation as red and itchy. There was no alleged device malfunction. The patient's physician had prescribed an unknown powder. The patient reported that the irritation had gotten better after removing the lifevest.